Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturing representative (rep). It was reported that patient no longer getting pain relief. Patient was involved in motor vehicle accident around (B)(6) 2018 and the lead moved several vertebral levels. Patient is going to have a lead revision surgery on (B)(6) 2018. Impedances where all within normal limits but unable to reprogram to get relief. Rep tried to reprogram after the lead moved but was unable to reprogram successfully. The issue has not been resolved at this time. Surgical intervention is planned and scheduled for (B)(6) 2018. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that patient was in accident several months ago and stim has never worked since then. Patient will be having percutaneous lead removed and paddle lead in to replace it. This was all the information available at the time, with a hope of surgery date be set in three weeks from the date of the report. Patient's weight was asked but unknown. Event date was unknown. No further complications were reported/anticipated.